Event description:
Nine months post index procedure, the patient was admitted for percutaneous transluminal coronary angioplasty of the target lesion. The mid right coronary artery was 99% occluded. It was ballooned and the proximal right coronary artery was treated by implanting a 3.5 x 18mm stent at 18 atm. Initially, the patient was admitted with silent ischemia in 2006. The patient had an abruptly occluded lesion in the mid to distal right coronary artery. The lesion was pre-dilated with a 1.5 x 20mm balloon at 20 atm. A 3.0 x 33mm bx sonic stent and a 3.5 x 33mm bx sonic stent were implanted at 19 atm. The patient's baseline medications include the following: aspirin, clopidogrel, nitrates, beta-blockers, ace inhibitors and ca++ antagonist.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-02509 and 96160099-2007-02510. Additional information will be submitted upon 30 days of receipt.